Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2011 the plaintiff was implanted with a miniarc single incision sling system "to treat stress urinary incontinence". It was also reported that the plaintiff had "part" of the device removed on or about (B)(6) 2012. It was alleged that the plaintiff has "pain with intercourse, bleeding and part of the mesh bulging into her vaginal wall", "is in the process of scheduling another procedure to have the mesh completely removed due to repeat erosion", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.